Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during a trans-obturator vaginal sling placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the plastic protective sheath was cut instead of the leader loop. A small amount of the plastic sheath came off in the patient. The entire sling was removed but the detached piece was not found. The procedure was completed with another obtryx ii system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned obtryx ii revealed that the mesh was received in two pieces. The mesh was cut and stretched which most likely occurred during removal. Analysis revealed that one section of sleeve was returned measuring approximately 7.5 cm. The second sleeve was not returned. The leader loops were returned cut into three pieces. The white leader on the centering tab was cut. A review of the labeling was performed. The user did not cut the leader loop that is on the outside of the sleeve but instead cut the sleeve. Therefore, the assigned root cause for this complaint event is user/ use error. A complaint with a root cause classification of user/use error is confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during a trans-obturator vaginal sling placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the plastic protective sheath was cut instead of the leader loop. A small amount of the plastic sheath came off in the patient. The entire sling was removed but the detached piece was not found. The procedure was completed with another obtryx ii system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.